Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): " probe would not cut" (failure to cut). A nurse reported the cutter would not cut. The probe was switched with another and the case was completed. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).